Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
(B)(6) clinical study it was reported that patient experience myocardial infarction (mi). In (B)(6) 2013, the patient's qualifying condition was stable angina (ccs classification- 3). Prior to procedure, the patient was diagnosed with silent ischemia. Subsequently, the patient was referred for elective cardiac catheterization and index procedure was performed on the same day. An electrocardiogram revealed sinus bradycardia, non-specific t wave abnormalities. The target lesion #1 was located in the distal right coronary artery (rca) with 90% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. The lesion #1 was treated with pre-dilatation and placement of 3.00x12mm study stent with 0% residual stenosis. The target lesion #2 was located in the proximal rca with 90% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. The lesion #2 was treated with pre-dilatation and placement of 3.00x12mm study stent with 0% residual stenosis. On the following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient presented to the emergency department with oppressive thoracic pain radiating to the left arm and complained of dyspnea with coughing. On the same day, electrocardiogram (ECG) was performed that revealed sinus rhythm with frequent premature ventricular complexes and st elevation. Follow- up ECG revealed lateral repolarization abnormalities and ves. Chest x-ray revealed nodular opacity on the left at the transition of upper filed to middle field. Tumoral process was suspected. Patient was referred for chest CT scan for further evaluation. Chest CT scan revealed large tumoral process in the left upper lobe reaching from the hilus spreading against the pleura with focal pleural thickening. Additional pathological analysis confirmed spinocellular carcinoma. In lab examination, cardiac enzyme was noted to be elevated. Thereafter, the patient was referred to the cardiology department for further evaluation and management. Eight days later, coronary angiography revealed: rca (target vessel): 70-90% new severe proximal stenosis (significant in-stent restenosis was noted), non-significant (less than 30%) mid stenosis, borderline (about 50%) significant ostium stenosis in r-pda. The 90% stenosis located from ostium to proximal rca was treated with pre-dilatation and placement of a 2.5 x 30mm non-bsc stent with no residual stenosis and timi 3 flow. The day after, ECG revealed normal sinus rhythm, anteroseptal infarction and was referred for onco-pnemo transfer where patient was medically treated. During the patient hospitalization they were diagnosed with acute renal insufficiency and pneumonia which was medically treated. Twenty days post presenting to emergency department, the patient was discharged.